Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure pump's lower end was leaking during transfusion. The reporter stated the device was leaking from a split at the bottom of the pressure pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. However, it was contaminated with blood. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.